Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp that a rapid exchange biliary stent sys was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct of a male pt. During the procedure, the physician inserted the stent into the ercp scope but experienced resistance when he tried to advanced the stent through the scope. At this time, the distal end of the stent became kinked and the physician believed that the stent was caught on the elevator of the scope. The complainant reported that there was no visible damage to the stent prior to its insertion into the scope. The physician then grasped the stent with a snare and removed it through the scope. The procedure was completed with another rapid exchange biliary stent system without any complications to the pt, who is reportedly "fine" post-procedure.